Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate that there was an obstruction in the flow of insulin. No damages or deficiencies were observed in the pod that would prevent it from operating as intended. No problem was found regarding the reported pod cannula obstruction of flow event. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin swelling and no issues were found. The exact cause of the swelling could not be conclusively determined.

Event description:
It was reported the patient's blood glucose level rose to 270 mg/dl while wearing the pod between 37 and 48 hours. When removed from the infusion site on the arm, the pod's cannula was found blocked. Patient also reported pain and swelling around the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm or determine the root cause of the blocked cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 270 mg/dl while wearing the pod between 37 and 48 hours. When removed from the infusion site on the arm, the pod's cannula was found blocked. Patient also reported pain and swelling around the infusion site. As treatment, a new pod was applied.